Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. After cleaning the helix, it could be properly deployed and retracted according to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead is extracted to check the operation of the propeller, in principle the mechanism works, but slowly when transmitting the torque. Its implantation was tested, but the doctor was not having good sensations when transmitting the torque and seeing that it is not well anchored, decided to change the cable for a new one.